Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was attempted to be implanted in the biliary tract to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the stent delivery device was pulled, and it was noticed the connecting wire was fractured. The stent could not be deployed, and the procedure had to be completed using another of the same device. There was no patient complications reported as a result of the procedure.